Event description:
My 12-year-old daughter did not alert that she was going though she's just starting to feel her lows. It didn't alert any of the followers by the time she felt shaky. It said she was 57 going down. Meanwhile it was communicating with her. Omnipod stopped her insulin for over an hour, thank god, but never alerted us which led to seizures multiple ones which then lets are being lifeless and unconscious, thinking she was going to die in my arms worst day of my life never had this problem with the old model g7 is horrendous and the readings are all over today thank god it well. Nurse didn't correct the blood sugar and did an actual because it was off by over 300. Something needs to be done. This is not safe. This mechanical malfunction could've killed my 12-year-old baby girl and I am beyond traumatized I can't sleep. I can't eat. I'm sick over it. She sleeps with me every night because of her anxiety and how scared she is.